Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "had a serious problem with introcan safety catheters 20g and 24g. The needle split from the sheath inside the patient's vein. Clinically the infusion site was painful and lasted 2 days." "Issue occurred on insertion. Explained catheter separated around the needle on insertion. Patient did complain of pain during insertion removed from patient and noted catheter was split. No intervention needed on either patient. Reports he was not person who did catheter insertion so he is unsure if that person did or did not move the needle out a bit and back in searching for the vein. Customer did save the 24 gauge catheter as sample, but not the 20 gauge."

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample and additional information. No sample was returned for evaluation; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.